Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon into the patient and inflated the occlusion balloon to 4.5mm to occlude the vessel. The physician inserted a stent delivery catheter and the physician confirmed the location for the stent, the physician noticed that the occlusion balloon had deflated unexpectedly. The physician removed the occlusion balloon wire and it was replaced with another device to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.